Manufacturer narrative:
One catheter was received with a monoject 1.5 cc volume limited syringe. There was no introducer or contamination shield returned with the catheter. Balloon testing was performed with the returned syringe. During functional testing, some resistance was felt in the inflation lumen when injecting air. The balloon could be inflated but it was slow to inflate. There was no visible damage and/or deterioration observed on the balloon latex or balloon bonding sites. Balloon deflation took more than 5 minutes. Further examination found the inflation lumen had a partial occlusion. A 0.009" stylet wire was passed down the inflation lumen and the wire became stuck at the proximal balloon bond area. The balloon latex was cut at the distal edge of the proximal bond and an occlusion was observed inside the inflation hole. The inflation lumen was cut open to expose the occlusion and the occlusion was removed for chemistry testing, which found the substance showed similar absorption characteristics when compared to polycarbonate-like material. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned syringe. The complaint was confirmed and is considered related to the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Event description:
It was reported that "it took time until the balloon inflated before use." The catheter was not used and no patient injury occurred.